Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device for the issue of failed volumetric accuracy found during evaluation. The assignable cause was determined to be that the piston foams had disintegrated.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. No patient injury or medical intervention was reported.